Event description:
The first device was placed in pt and dressed on the event date; then within a minute the chest tube came disconnected from the hub and a new chest tube had to be placed (1820334-2009-00554). Additional info received in 2009: x-ray was performed to confirm placement, and everything looked fine. Upon removal of the second catheter six days prior, an x-ray was taken and it showed a piece of a catheter remained in the pt. They inspected both catheters and it was determined that the piece came from the original catheter. The piece could not be seen by the original x-rays because it was hidden behind the second catheter. The pt went to surgery in the same month, to have the tip of the catheter removed. Pt outcome is unk at this time.

Manufacturer narrative:
Still under investigation at this time.